Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 18, 2016 the reporter contacted lifescan alleging that their child¿s onetouch verioflex meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began at 12:00am on (B)(6). The reporter stated that the patient obtained a blood glucose reading of 292mg/dl on the subject meter and an unknown lower reading on a verioiq meter, obtained within 30 minutes of each other. The patient manages their diabetes with a combination of medication, including novalog and lantus. The reporter stated that the patient did not make any changes to their usual diabetes management in response to the alleged issue. The reporter stated that 5 days later the patient developed symptoms of ¿shakiness and nausea¿. The reporter stated that the patient did not receive any treatment for these symptoms. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lifescan¿s criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings. The meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.